Manufacturer narrative:
The report was received via mail on a voluntary medwatch form.

Event description:
Manufacturer received copy of voluntary medwatch form from user facility that indicated that a safe-t-pro lancet failed to retract after an employee used lancet on a patient. The employee was accidentally stuck by the lancet that failed to retract. No adverse event reported. Return of suspect device was requested.